Event description:
Boston scientific neurovascular became aware of event in which the physician began to place a matrix coil into the communican posterior aneurysm and it did not form correctly. It was retrieved and replaced but still no good conformability. The decision was then made to withdraw the subject device, but it was not possible to retrieve it into the catheter and after some time it detached on its own. Attempts were made to catch the subject device with the aid of a trispan but without success. The pt had to go to surgery to have the subject device removed.